Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading 122mg/dl on the contour next, using expired test strips. She passed out and her son called an ambulance. She did not self medicate. The paramedics took her blood test and the reading was 46mg/dl. She was taken to the hospital and her medication was altered from 20 units of fast acting insulin twice a day, and 40 units at night, to 3 units per carb. Her dosage of long acting insulin was 70 units, and was changed to 46 units. Further information was not provided. Information regarding immediate treatment was not provided. The customer was advised to return the strips for evaluation new meter and strips were sent to her.